Event description:
It was reported that the patient was not getting pain relief. The patient underwent an explant procedure, and all explanted devices were discarded per facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5115714/7074737.